Event description:
The hcp reported motor stall occurring message during refill. According to the logs, the stall occurred just prior to the refill and no other stalls were noted. The hcp waited and interrogated the pump to see if the alarm had cleared, but after approx two hours, the alarm was still occurring. A rotor study was performed, but no movement was noted. The hcp sent the pt home with oral medication to avert any problems associated with a motor stall and had the pt return the next day to read the pump again. The next day, the pump was read and it was found that the alarm was still occurring. A second rotor study was performed and no movement was detected. The pump was subsequently replaced. A f/u report with be sent if add'l info becomes available.

Manufacturer narrative:
.